Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited fast noise and increased oversensing. It was suspected that the cause was due to electromagnetic interference. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5594, implantable pacing lead - (B)(6) 2012; 4196, implantable pacing lead - (B)(6) 2012. (B)(4).